Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. The instrument was placed on a test system and was found to have failed the intuitive motion test. The instrument¿s outputs did not correspond to the inputs from a surgeon side console's (ssc) master tool manipulators (mtms). The grips were stuck and would not open or close. Manual inputs from the instrument¿s thumb wheel did not change the position of the instrument¿s grips. It was noted that the thumbwheel for the instrument could be back-driven, but not forward-driven, which led to the instrument¿s jaws inability to open. It was noted that the issue could be related to stripped threading of the over mold nut or a jammed gear. Based on the information provided at this time, this complaint is being reported because failure analysis found that the endowrist one vessel sealer instrument's jaws would not open with use of the emergency grip release function and the instrument was likely to have a jammed over mold nut with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, a vessel sealer instrument¿s jaws would not open upon installation. The procedure was completed with a backup vessel sealer instrument and there was no reported harm, injury, or adverse outcome.